Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the objective lens and the light guide both have cracked glue, and the objective lens has chips at the edge. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the duodenovideoscope exhibited that the objective lens and the light guide both have cracked glue, and the objective lens has chips at the edge. There were no reports of patient involvement.